Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the device insertion tube coating delamination/detachment could not be determined, however, the issue was likely the result of repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of the cysto-nephro videoscope, the device was found to exhibit peeling off/delamination of the insertion tube coating, likely the result of stress. There was no patient involvement, and no harm was reported as a result of the event.